Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the last time the patient tried to change the amplitude, they received a message that said "internal device battery low, contact clinician." The patient stated they had not had any falls or trauma. The meaning of the message was reviewed with the patient. The patient also stated they could feel the implant moving around. The patient was not sure when this started but stated it had been very recently. The patient mentioned if they were sitting in a chair, sometimes they had pain where the battery was, especially when they laid down at night. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient stated their previous hcp had left the practice but they would see someone at the same practice.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.